Event description:
The review literature article contained a case report for a pt who had been previously diagnosed with tri-ventricular hydrocephalus, and who had a ventriculoperitoneal shunt implanted as part of their treatment. The article stated that the pt was admitted with a complaint of severe headaches three years after the shunt was implanted and a bifrontal calcified/ossified epidural hematoma (edh) was seen. According to the article, the edh was completely removed surgically and the pt was asymptomatic when they were discharged. The article also stated that the headaches resolved completely, and that there were no complaints or neurological findings and that their shunt was functioning 36 months later.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our values are 100% tested at the time of manufacture.